Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing was completely severed at reinforced junction where the tubing enters the pump. The device was explanted and replaced.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and additional event clarification. A titan pump, two cylinders, and a reservoir were returned for evaluation. Microscopic examination revealed rough and irregular surfaces noted on the detachment site of the short pump exhaust strain relief and the detachment site of the cylinder 1 exhaust tube indicating sufficient stress was exerted to separate the site. A central groove was noted at the separation site on the exhaust tubing of cylinder 1. Testing revealed this was a site of leakage. A smooth straight separation was noted on the bladder of cylinder 2, indicating that sharp instrumentation was involved. Testing revealed this was a site of leakage. The bladder of the reservoir was received partially separated in two segments, connected at the base. Due to the condition in which the reservoir was received, testing could not be performed on the reservoir. Surface abrasion was noted on the pump and reservoir inlet tubing, the longer pump exhaust tubing, and exhaust tube of cylinder 2 indicating the surfaces came into repetitive contact. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment ends of the pump exhaust strain relief and exhaust tube of cylinder 1 indicated that sufficient stress(s) was most likely exerted on this site to separate the site while in-vivo. The information received indicated that the "tubing completely severed at the pump strain relief." A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the cylinder 1 exhaust tubing and the bladder of cylinder 2 occurred after the device packaging was opened. Due to the as received condition of the reservoir, the bladder most likely expanded and opened during sterilization. In addition, because the expected use of this device, combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional information indicated that the tubing completely severed at the pump strain relief.